Event description:
It was reported that the on/off key on a pump keypad was "stuck". It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The evaluation found that while the pump is in the off state while on battery power, the unit can intermittently power up, enter sleep mode, and then shutdown without user input. The unit also experienced "check battery" alert messages during the evaluation. It was identified that this is a result that come in contact to the right screw of the scanner bracket. A short between both traces occurs when both traces are simultaneously contacting the right screw of the scanner bracket. No keypad output response anomalies were apparent during the product evaluation.